Manufacturer narrative:
Pr 13369378 follow up for device evaluation. It was reported that a syringe appeared to have a black, hair-like fiber attached to the rubber stopper. To support the investigation, one sample and four photographs of a 10 ml luer-lok syringe from lot 4214560 were submitted for evaluation by the quality team. The sample was received in unsealed packaging containing all relevant product information and included a 1-inch dark hair located in the non-fluid path of the syringe. Two photographs depict the hair from different angles, consistent with the returned sample, while the remaining two photographs show the top web slip with all applicable variable data. The observed condition does not conform to product specifications and is associated with the assembly process. A review of the device history record for material number 302995, lot 4214560, confirmed that all visual inspections were performed as required, with no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no other similar events have been reported for this lot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material # 302995. Batch # 4214560. Verbatim: rcc received a complaint via web. Syringe appears to have a black hair-like fiber attached to the rubber stopper. Fiber is likely not a hair but a small shaving of the rubber stopper. Photos and sample are available upon request.